Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., morrisville pa and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting.

Event description:
Star converted to tibial talar calcanues fusion.

Event description:
Star converted to tibial talar calcanues fusion.

Manufacturer narrative:
The reported event that talar comp,single coated us version small, right was alleged of 'fusion' could not be confirmed. In the case presented a female patient had been treated with star in 2009. On december, 2017 the patient had to be revised as she was having pain in the ankle. The total ankle replacement was removed and replaced by tibia/talar/calcaneus fusion. The pe shows small signs of wear, such as scratches, and the loss of the "sharp" edges on the pe square. The pe insert is also worn near the sliding groove. This was likely produced by the articulation with the talar component. The tibial- as well as the talar components showed signs of use in the form of scratches, but no significant damage. Overall the results of the stage 1 analysis are consistent with well-positioned and well-functioning devices implanted for more than 8 years. Pain is a known complication, is listed in the IFU as a known adverse effect and had been clinically assessed by a consultant hcp: ¿prior to surgery, star ankle patients had a higher level of pain than did arthrodesis patients. At all follow-up evaluations, pain levels in both groups dropped. There was a larger improvement in mean star ankle patient pain vas scores over the course of the study when compared to arthrodesis patients (51.8 (n = 144 star patients) versus 44.6 (n = 45 control patients) at 24 months).¿ since no x-rays post-implantation were provided, it could not be determined whether the implants had been placed according to the anatomical requirements. It could furthermore not be determined if the components had been implanted in the correct positions. Regarding the outstanding patient data (e.g weight, height, pre-existing illnesses, unreasonable stresses) it could not be determined if the patient conditions were adequate for the used implant respectively if potential adverse effects may have contributed to the pain experienced. Nevertheless, it is important to precise that the implant has a limited service life, and should not be expected to withstand mechanical loads such as a healthy bone. Normal wear of the device is thus predictable. As a reminder, the IFU states: ¿ [¿] ¿ improper selection, placement and fixation of the implant components may result in early implant failure. As in the case of all prosthetic implants, the durability of these components is affected by numerous biologic, biomechanic and other extrinsic factors which limit their service life. Accordingly, strict adherence to the indications, contraindications, precautions and warnings for this product is essential to potentially maximize service life.¿ and ¿ [...] 5 patient education ¿ warn the patient of the surgical risks, possible adverse effects and possible operative complications that may occur with joint arthroplasty. ¿ warn the patient of the limitations of artificial joint replacement devices. ¿ caution the patient to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions. In particular, warn the patient to strictly avoid high impact activities such as running and jumping. ¿ warn the patient that artificial joint replacement devices can wear out over time, and may require replacement. Reported device related adverse effects the most commonly reported adverse effects associated with the star ankle are the following: ¿ bone fracture (talus, tibia) ¿ pain and nerve injury[¿]¿ an additional observation that was made during investigation is the fact that the talar component that was implanted during the primary procedure was expired. Indeed, the product was manufactured in 2002, and the sterilization date limit was in 2007. This device was implanted in 2009. This fact is not a priory in relation with the aforementioned event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.